Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 2 of 3. Reference MFR. Report # 3006705815-2019-00944. Reference MFR. Report #1627487-2019-03340. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 3. Reference MFR. Report # 3006705815-2019-00944. Reference MFR. Report #1627487-2019-03340. It was reported during follow up the patient underwent surgical intervention during which the system was explanted. Surgical intervention addressed the issue.